Event description:
The facility representative reported a colleague infusion pump with failure code 800.00, which occurred during programming/set-up. There was no patient injury or medical intervention necessary. During baxter's review of the event history, it was discovered that failure code 800 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).